Event description:
The pt underwent a balloon ablation procedure in 2005. Following the procedure, the pt developed endometritis. The pt had removed a tampon just prior to the surgery. The nurses did a beta-dine preparation of the vagina. The doctor performed a d & c, then performed a thermal ablation. The pt was discharged from the hosp and there were no problems noted. On the evening of the 2nd day, the pt developed post-operative pain. Two days later the pt had a temperature of 104.5 and contacted the physician. The physician examined the pt and noted that there was pus in the discharge. The pt was admitted into the hosp and started on IV antibiotics. The pt spent three days in the hosp and is now doing fine.